Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - pyrosis/heartburn.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, it was reported that the patient was experiencing increased thirst, dehydration, vomiting, and heart burn. The patient¿s cgm was reading 59 mg/dl and the bg meter was reading 800 mg/dl. The patient¿s caretaker called for an ambulance. The patient was transported to the hospital and was diagnosed with dka. The patient was treated with oxygen and ¿saline¿ (IV fluids), and other medications that he cannot recall. The patient was discharged home after three days. The patient was in stable condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.